Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Damaged components, heavily worn out bearings, gear and defective coupling shaft due to normal wear. Device was repaired and replaced.

Event description:
Customer complained emission of noise and heat. Device was returned for service. This is report 1 of 1 for complaint (B)(4).